Manufacturer narrative:
Citation: lin, h, lee, y, tsao, t. Et al. Tctap a-066 long-term clinical outcomes and durability of early-generation transcatheter heart valves in high-risk elderly patients. Jacc. 2025 apr, 85 (15_supplement) s47¿s48. Https://doi.org/10.1016/j.jacc.2025.03.099 earliest date of publication used for date of event: april 01, 2025 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the durability of early generation transcatheter aortic valves. The study population consisted of 235 patients who underwent transcatheter aortic valve replacement (tavr) with an early generation valve type, which included the medtronic corevalve (n = 111), non-medtronic lotus (n = 16), and non-medtronic sapien xt (n = 108). In the corevalve group, the authors recorded the following adverse events: stroke, myocardial infarction, valve thrombosis, endocarditis, structural valve deterioration, and bioprosthetic valve failure requiring intervention. Additionally, an unspecified number of deaths occurred among the corevalve recipients during the median follow-up of 4.6 years. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.